Event description:
Philips received a complaint by the customer on the v60 indicating that when in use, the alarm shows that there was an occlusion error. There was no harm to the patient or user. Another ventilator was used without interruption or delay of treatment. Per gfe (good faith effort) response, it was confirmed that the device was repaired and passed required performance verification tests per philips standards and was returned to service. No further detail was able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1 reporting institution phone number: (B)(6). Reporter phone number: (B)(6).